Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm generated when a power failure was detected (pump error 24). Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-1805. Error table indicated that pump should be replaced due to recurrence of error or pump failed selftest. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1805 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test, however, constant pump error 41 alarms noted during rewind due to corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 41. Unit successfully downloaded to thump. No pump error 24 or critical pump error noted during test. However, verified pump alarmed pump error 41 eighteen times between 11/09/2024 14:48:53.000 to 11/13/2024 14:42:17.000 in pump downloaded history. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained serial number label, corroded battery tube, corroded motor home switch. Constant pump error 41 alarms noted during rewind due to corroded motor home switch. No pump error 24 or critical pump error alarms noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.